Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. The report will be updated if the investigation requires.

Event description:
It was reported that the product was getting hot during testing. There was no patient involvement and no adverse consequences were reported.